Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was close to site location the infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004790, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004790 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac m12 on 13-dec-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3m01710 was manufactured according to the wi version 26 assembled in the quickset line, on 12-dec-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3m01514 was manufactured according to the wi version 26 assembled in the quickset line, on 12-dec-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3m01711 was manufactured according to the wi version 26 assembled in the quickset line, on 13-dec-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.